Event description:
It was reported that a spectrum pump alarmed close door when the door was closed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door close alarm, caused by loose upper link screws. The screws were replaced.